Manufacturer narrative:
The user facility discovered the issue approximately two months ago. They decided to not return the device nor request a service visit at this time.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery module was no longer working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for additional information and part return. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.